Manufacturer narrative:
Upon further investigation of the reported event, the following information is new and/or changed: identification of evaluation codes 11, 3331, 4114, 3221, 4315. Method code #1:11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code: 3221 - no findings available. Conclusions code: 4315 - cause not established. The affected sample was not returned for evaluation; therefore, a thorough investigation could not be performed. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. The retention sample from the same product code and lot number was visually inspected with no anomalies noted. The sample was then manually run through the ops leak tests to ensure each component of the device is functioning as normal. It is possible that the unit had been overpressurized during use, causing the unit to leak. However, without a returned sample, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a leak in the vent line in the accessory pack. As per the user facility, there was a minor delay while addressing the leak, and the tubing valve were secured to eliminate the leak. There was a blood loss of 10cc. Product was not changed out. Procedure was completed successfully.